Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a review of the device history record. Device history lot sterile - part, part: 04.168.285s, lot: 4l62282, manufacturing site: grenchen, release to warehouse date: 13. May 2019, expiry date: 01. May 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 60123907, lot: 4l36299, manufacturing site: grenchen, release to warehouse date: 26. April 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral neck fracture (the surgeon think that the fracture type was garden) with the fns in question. When the surgeon reduced the fracture, the bone head was twisted posterior. The surgery was completed successfully without any surgical delay. After the surgery, on an unknown date, the surgeon found that the bone head was varus. On (B)(6) 2020, the patient underwent a reoperation to replace the femoral head with the artificial bone head. The surgery was completed successfully. This complaint involves four (4) devices. This is 2 of 4 for report (B)(4).